Event description:
It was reported by service report that the brakes were not functioning properly; the foot left caster would swivel when in brake mode. No pt involvement or adverse consequences were reported.